Event description:
Same case as MFR report #: 2134265-2012-02010. It was reported that following a stenting treatment procedure, the patient died. The patient had a 3.0x12mm promus element plus stent implanted in an unspecified location at a hospital located in houston (B)(6). A few weeks later while dancing, the patient experienced cardiac arrest. The stent had thrombosed and treatment placed a 3.0x16mm promus element plus stent, however, the patient later died.

Manufacturer narrative:
Age at time of event: (B)(6). Event date: (B)(6) 2012. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).